Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: failure to deploy-locator wings. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the locator wings would not stay open without holding the plunger button in place while completing the deployment sequence. The device achieved hemostasis. There were no reported pt adverse effects. No additional info was provided.